Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional phone call from the patient indicated that she noticed an improvement in her symptoms following the revision surgery previously reported. The patient was noted to have recovered completely from the revision. According to the patient the healthcare provider told her that the lead was "crooked." The patient also noted that her trial had worked well, but post implant the patient did not receive the same therapy, after the revision the patient noticed an improvement. The patient also requested compatibility guidelines for unrelated procedures of laser therapy for toe fungus, light therapy for mood, and ablation procedure. The patient was advised to follow-up with her healthcare provider to obtain this information.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction reported that she was having problems since the device was put in, so she went to a different healthcare provider who took x-rays and said that the lead was "crooked or maybe bent," although the patient wasn't really sure what the lead issue was. The healthcare provider said that the original doctor put it in wrong. No symptoms were reported. A revision was done on (B)(6) 2012 due to the lead issue and the patient didn't know if the implantable neurostimulator (ins) was replaced or not.